Event description:
It was reported that outside of surgery the unit was returned for preventative maintenance. During maintenance it was discovered that swivel and motor needed replacement as the device was leaking air from swivel, and calibration reading 0 was out of specification. There was no patient involvement. Due diligence is complete and there is no additional information available. There was no adverse event associated with this malfunction.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.